Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that during use on a patient, the fiber-optic in the cardiosave intra-aortic balloon pump (iabp) has a communication issues. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Getinge service territory manager (stm) was dispatched to investigate and was not able to duplicate the reported issue. The stm tested the device and fiber optics was working as expected. The unit was tested and all results were within range . The stm assured that all other aspects of the balloon pump were operating according to manufacturer¿s standards. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the fiber-optic in the cardiosave intra-aortic balloon pump (iabp) has a communication issues. There was no harm or injury to the patient and no adverse event was reported.